Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the information reported in this event has already been reported under report#: 3005975929-2020-00227, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, after a bhr surgery had been performed, the patient experienced an acetabular labral tear and a femoroacetabular impingement. A revision surgery was performed to address the adverse event. There is no record of devices being removed due to this surgery.